Event description:
The lay user/patient contacted lifescan alleging the patient had issues with coding the meter. The issue was resolved with troubleshooting. There were no allegations of harm or injury.